Manufacturer narrative:
Visual analysis of the returned device identified: broken shell, yellow particles, fold creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: wear abrasion, broken shell with smooth and sharp edge in the same location of crease assessed as fold flaw opening, stress marks assessed as non penetrating nicks and broken shell with smooth edge on anterior side assessed as smooth opening. Based on the device analysis the final assessment is: broken shell with smooth and sharp edge in the same location of crease assessed as fold flaw opening. Broken shell with smooth edge assessed as smooth opening.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.